Event description:
The rptr did back to back blood glucose testing, at her pharmacy, during the call to the lifescan rep. Her tests were minutes apart, using different finger sticks, with results of 90 and 66 mg/dl. She did not have any symptoms. A control solution test result was in range, 131 (93-139). The lifescan rep did qc training with the rptr.